Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms were confirmed based on the evaluation of the submitted system controller log files; however, a specific cause for the low flow events could not be conclusively determined. The report of thrombus in the outflow graft could not be confirmed. Moreover, a direct correlation between the device and the reported hemorrhagic stroke and rising ldh levels could not be determined. Thrombus, hemolysis, bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years, 9 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, the patient was admitted to the hospital after the system controller produced low flow alarms. A system controller exchange was performed. It was reported that the patient was asymptomatic, and denied hypotension, hypovolemia, hypertension or any signs of heart failure. Laboratory results were within normal limits (wnl) with no decreased kidney function, no elevated lactate dehydrogenase (ldh) or liver function test (lft) values. The patient¿s inr on admission was at 4. A CT scan showed extensive outflow graft thrombus. The patient was taken to the operating room (or) for a thrombectomy. At the time, the patient was awake alert and oriented. Tissue plasminogen activator (tpa) and angiomax were infused via a catheter into the outflow graft. The following day, the patient suffered a hemorrhagic stroke, as confirmed by CT scan. The treatment with thrombolytic agents had to be reversed, and the patient remained sedated. It was reported that the patient had movement of only one arm, and was not following commands. The patient had reportedly suffered a stroke in the past that was previously unreported to the manufacturer, and had never regained the use of the right side of the body. A system controller log file would be submitted to the manufacturer for review. Log file review by the manufacturer's technical services representative confirmed low flow hazard alarms throughout the entire history file. As of (B)(6) 2017, it was reported that the patient remains ongoing on lvad support. Vitals remain stable; however, the patient has not fully recovered from the stroke to any level of independence. The healthcare professionals attempted to restart anticoagulation due to rising ldh which was discontinued due to an onset of head bleed. A decision from the patient¿s family is pending on the next steps for plan of care. No additional information was provided.